Event description:
Arjo was informed about an event involving arjo passive floor lift maxi 500. A customer reported that a patient was transferred to a bed with the presence of 6 caregivers. The lift was positioned to the bed at an angle - between 45 and 30 degrees. The chassis legs of the lift were in a closed position. The customer did not provide information if castor brakes were applied. When the caregiver push the lift the device tipped sideways partially (the chassis leg of the lift came into contact with the bottom of the bed, the resident came into contact with the mattress, and the lift did not tip any further). Caregivers detached the sling from the lift and safely remove the patient. The 3 members of staff who tried to protect the resident from harm during the tipping sustained minor injuries. Two caregivers had bruising lower legs, one caregiver had a bruise on her left shoulder.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about an event involving arjo passive floor lift maxi 500. A customer reported that a patient was transferred to a bed with the presence of 6 caregivers. The lift was positioned to the bed at an angle - between 45 and 30 degrees. The chassis legs of the lift were in a closed position. The patient was in the sling hanging above the bed and mattress. The castor brakes were applied. When the caregiver pushed the lift, it tipped forwards or to the side (caregivers gave different descriptions of the tipping direction of the lift). The bed stopped the lift from tipping further (the chassis leg of the lift came into contact with the bottom of the bed, the resident came into contact with the mattress, and the lift did not tip any further). The 3 members of staff caught the lift to prevent tipping as a result two caregivers had bruising lower legs, one caregiver had a bruise on her left shoulder. Caregivers detached the sling from the lift and safely place the patient on the bed after the event, the device was checked by an arjo technician. The functional test did not reveal any malfunction. The arjo technician tried to recreate the device tipping by placing the lift in the various directions and combinations with the height of the bed. The arjo technician stated that tipping of the device forward could not be recreate. He was able to recreate that lift tipped sideways. The technician placed a weight on the lift, locked the brakes, and then pulled on the spreader bar to one side. The lift tipped slightly to the side to which weight was pulled. The instruction for use for maxi 500 device (01.20815) contains warrning: "warning: never attempt to manoeuvre the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." During the interview the customer stated that the user error might led to device tipping issue. This statement would be in line with the technician¿s observations. Looking at the incident scenario it has been established that a passive floor lift was used for a patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Manufacturer narrative:
The UDI numer was provide and the maufaturing date was corrected.